Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead was returned in one piece measuring 20.9 cm. External abrasion breaching the optim sheath only noted 18.6 ¿ 19.6 cm from the connector pin, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.